Event description:
It was reported the battery door will not close or open easily. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the battery release was contaminated, there was a sticky substance present. It was also noted that the upper case, lower case, and both bail covers were broken, the ring cover was contaminated, the battery contacts were compressed, the battery drawer was out of specification and the keyboard window was scratched.